Event description:
Pt underwent stent placement in 2005. Pt was under fluoroscope for 3 hours. Md said that was too long so procedure was cancelled. Pt returned the next day for the procedure. Stent was placed in his right upper chest. He started having problems with vision, developed tumor and lung ca in the right upper lobe.